Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the service tech found the pump to have thermal marks on inside of the unit by the battery.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿unknown¿. The unit was triaged and service found there was thermal damage on the interior of the unit. Verified technician finding of thermal damage. Unit was disassembled. Visual inspection found a small black mark on the battery compartment across from component u17. U17 had damage consistent with a short. A small amount of corrosion was found on the immediate surrounding components of u17. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.